Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: end user inserted 24g nexia 383511 lot 2096031 and attached llad male 36490200 lot 1174286 to collect blood. No needle free connector was added onto the cannula. Noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos showing the blood in the stopper. Although photographs provided by the customer do indicate blood in the stopper, there is no evidence that the bd vacutainer device was the cause of this defect. Additionally, 10 retention tubes were functionally tested using bd multi-sample needles and bd single-use holders and, the sample tubes drew satisfactorily, and no droplets were visible in the stopper wells. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, because the defect was not evident in the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: end user inserted 24g nexia 383511 lot 2096031 and attached llad male 36490200 lot 1174286 to collect blood. No needle free connector was added onto the cannula. Noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error.